Manufacturer narrative:
This report is submitted on june 19, 2024.

Event description:
Per the clinic, the patient developed with an inflammatory, painful scar and infection (seropurulent discharge) at the implant site. The device was explanted on (B)(6) 2024 and the infection was drained during the same surgery. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for 14 days (specific date not reported) before device explantation. The patient was also treated with oral antibiotics and hospitalized for administration of IV antibiotics after device explantation (specific date and duration not reported).

Manufacturer narrative:
Correction: the correct date of explant is (B)(6), 2024, and not (B)(6), 2024 as previously reported. Device analysis report attached.